Event description:
It was reported that heparin (25,000 units/250ml) was programmed to infuse at 8.3ml/hr for a volume to be infused of 46.12ml. It was alleged however the entire bag infused over seven (7) hours. Initial prothrombin time was greater than 360 seconds. The patient received hourly lab work until therapeutic. No additional interventions were provided. Additional information was received during an on-site visit from manufacturer representative. It was reported the patient stayed in the hospital for an extra day for lab monitoring.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information. Correction: adverse type, describe event or problem, type of reportable events, additional information: event attributed to and manufacturer narrative bd technical support troubleshoot with customer over the phone.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over-infusion of heparin was not confirmed or replicated during testing of the returned pump module. No error was found on the suspect pump module error log related to the day of the incident. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Bd alaris system with guardrails suite mx user manual (v12.1). The alaris system user manual (v12.3), states within the following warnings and cautions to prevent a potential uncontrolled flow (over infusion) condition: ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. Ensure tubing placement is over pressure sensors. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. Root cause: the root cause of the reported over infusion was not determined, the device was observed delivering fluid within specification.

Event description:
It was reported that heparin (25,000 units/250ml) was programmed to infuse at 8.3ml/hr for a volume to be infused of 46.12ml. It was alleged however the entire bag infused over seven (7) hours. Initial prothrombin time was greater than 360 seconds. The patient received hourly lab work until therapeutic. No additional interventions were provided. Additional information was received during an on-site visit from manufacturer representative. It was reported the patient stayed in the hospital for an extra day for lab monitoring.

Event description:
It was reported that heparin (25,000 units/250ml) was programmed to infuse at 8.3ml/hr for a volume to be infused of 46.12ml. It was alleged however the entire bag infused over seven (7) hours. Initial prothrombin time was greater than 360 seconds. The patient received hourly lab work until therapeutic. No additional interventions were provided.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.